Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82182426 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the second inflation of a 3mm x 6cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter, a leakage of contrast media was observed from the base of the hypotube. As a result, the saberx pta balloon catheter was removed, and an unknown balloon catheter was successfully used. There was no reported injury to the patient. The saberx pta balloon catheter was being used to treat a lesion in the superficial femoral artery (sfa). Additional information was requested but is not available, and the device will be returned for evaluation.

Event description:
As reported, during the second inflation of a 3mm x 6cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter, a leakage of contrast media was observed from the base of the hypotube. As a result, the saberx pta balloon catheter was removed, and an unknown balloon catheter was successfully used. There was no reported injury to the patient. The saberx pta balloon catheter was being used to treat a lesion in the superficial femoral artery (sfa). Additional information was requested but is not available, and the device will be returned for evaluation.

Manufacturer narrative:
As reported, during the second inflation of a 3mm x 6cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter, a leakage of contrast media was observed from the base of the hypotube. As a result, the saberx pta balloon catheter was removed, and an unknown balloon catheter was successfully used. There was no reported injury to the patient. The saberx pta balloon catheter was being used to treat a lesion in the superficial femoral artery (sfa). Additional information was requested but is not available. The device was returned for analysis. A non-sterile saber rx 3mm x 6cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a clear plastic bag. Per visual analysis, the balloon profile was inspected, and it appears to have been previously inflated. No anomalies in the body shaft of the unit were noted by the naked eye. Per functional analysis, a lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and positive pressure was applied. A leakage was observed in the body shaft area near the guide wire port of the unit. Per microscopic analysis, sem analysis was performed. Results showed that the leakage near the guidewire port of the saber rx 3mm x 6cm 155 device presented evidence of a ruptured condition and scratch marks near the damaged area. This type of damage is commonly caused during the interaction of the shaft material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks near the guidewire port probably led to the damaged condition found on the received device. It seems the material near the damage was damaged with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82182426 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage - in-patient¿ was confirmed during functional analysis due to a puncture/rupture noted near the guidewire port. Based on the information provided the body/shaft appears to have been punctured either due to the interaction of the shaft material with calcified spicules located on the lesion or with a sharp object from the outside of the device. It is likely vessel characteristics, although unknown, and procedural factors may have contributed to the reported event as calcification is known to damage balloon catheters. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3 and h10. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.